Event description:
Physician was injecting a pt with bovine collagen in the lower hip vermilion border when he noticed a sudden and unusual blanch. Within four days the blanched area had turned black. The physician diagnosed necrosis. Prior to the diagnosis the physician attempted to treat the symptoms with: im decadron, dosage not reported; oral levoquin, 100mg.; IV rocefin, dosage not specified; and a medrol dose pack. The treatments were ineffective. The pt had an allergic reaction to the rocefin and developed hives over their trunk and limbs.